Manufacturer narrative:
Corrected data: a2 age updated to "67." User facility report (B)(4) is included. All information reasonably known as of 06 jul 2020 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc.. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical inc. Complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.

Event description:
User facility report (B)(4) was received 12-jun-2020. Description of event was "ett [endotracheal tube] leak, requiring exchange of tube."

Manufacturer narrative:
A review of the device history record is not possible as no lot number was provided. The actual complaint product was not returned for evaluation. Root cause could not be determined. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical inc. Complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.

Event description:
Avanos medical inc. Received a single report that referenced four different incidences, which were associated with separate units, involving four different patients. This is the third of four reports. Refer to 3011270181-2020-00083 for the first report. Refer to 3011270181-2020-00084 for the second report. Refer to 3011270181-2020-00086 for the fourth report. It was reported that "several" incidents of subglottic et [endotracheal] tube cuff leaks occurred that are noticed via cuff pressure checks "anywhere from 2-14 days after intubation." Anesthesiologist does not always check ett [endotracheal tube] cuff patency prior to intubation. All tubes are placed via video laryngoscope to confirm correct tube placement. When cuff leaks are noticed all patients have required reintubation without difficulty. Pilot balloon also ruptured. No patient injuries. Patient information was provided. Date intubated: (B)(6) 2020, date extubated: (B)(6) 2020, peep settings: 8-16, no lot code provided.